Manufacturer narrative:
A supplemental MDR was filed to correct the medical device brand name.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, bio-ID was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification failure occurred because the drivers were not installed during the package deployment. The technical support specialist coordinated a firmware update, manually reinstalled the biometric drivers, and rebooted the device which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, bio-ID was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.